Manufacturer narrative:
The customer did not make the unit available for evaluation so the defect related to this hazard could not be identified. However, the customer stated that the necessary repairs were made by their local repair team. Customer did not make unit available for evaluation.

Event description:
It was alleged that the user was attempting to push the stretcher up an incline using the zoom function when the unit suddenly stopped and began moving in a reverse motion. It was further alleged that the user sustained an unspecified injury during the event which required a month off of work and physical therapy. No further information was given at this time.

Event description:
It was alleged that the user was attempting to push the stretcher up an incline using the zoom function when the unit suddenly stopped and began moving in a reverse motion. It was further alleged that the user sustained an unspecified injury during the event which required a month off of work and physical therapy. No further information was given at this time.